Event description:
Information was received that the device has been explanted. The user had 3 post-operative episodes of meningitis ((B)(6) 2022) for which he had to be hospitalized each time and treated accordingly. It was then decided to perform revision surgery and to remove the device. Reportedly, a CT scan showed an anomaly (common cavity). An transorbital x-ray showed the electrode inside the cochlea.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information was received that the device had been explanted. The user had 3 post-operative episodes of meningitis ((B)(6) 2022) for which he had to be hospitalized each time and treated accordingly. It was then decided to perform revision surgery to remove the device. The user was discharged from the clinic and the user's health improved.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received, the recipient was explanted due to a history of pre- and post-operative recurrent meningitis episodes. Congenital inner ear anomalies, such as the reported common cavity deformity, bear an inherent risk of recurrent meningitis even without a history of otosurgery, as observed in the present case. Further, intra-operative cerebrospinal fluid leakage represents a known risk factor for pneumococcal meningitis. In conclusion, considering the early post-operative onset and the preexisting congenital deformity, the reported event was likely due to a combination of surgical and anatomical factors. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no information available points to the implant being the source of infection. However, a device contribution to the subsequent development of the infection cannot be ruled out. This is a final report.